Event description:
On (B)(6) 2023, a customer from germany notified biomérieux of obtaining non reproducible overestimated results when testing patient samples with vidas estradiol ii 60 tests (ref. (B)(4), batch number: 1009667250 and expiry date 28sep2023). It is reported that the patients are pregnant. The results are the following: patient 1: (B)(6) 2023: >3000,00 pg/ml; (B)(6) 2023: 1284,38 pg/ml; (B)(6) 2023: 1224,71 pg/ml. The customer reported that they suspect contamination with hand cream due to the technician who performed testing. This is not confirmed at the time of this assessment. The customer stated there was no delay in reporting results and there was no patient harm or incorrect treatment due to the referenced issue. A biomérieux internal investigation will be initiated. Note: reference (B)(4) is not registered in the united states. The u.s. Similar device is product reference (B)(4).

Manufacturer narrative:
Context: an internal investigation was performed following a notification from a customer from germany that they obtained non reproducible results when testing patients¿ samples vidas® estradiol ii ref 30431 (lot 1009667250 and expiry date 28sep2023) investigation complaint analysis the complaint analysis did not reveal this issue as a systemic quality issue. Quality control records there is neither CAPA nor non-conformity linked to this issue on this vidas assay. Analysis and tests conducted by complaints laboratory control chart analysis this analysis was carried out: on four (4) internal samples with a respective target at 467 pg/ml ; 777 pg/ml; 1479 pg/ml and 2329 pg/ml. On seven (7) batches of vidas estradiol ii ref.30431 including lots 1009667250 (mentioned by the customer) and lot 1009837400. The analysis of the control charts showed that all results are within specifications. The lot 1009667250 is in the trend compared to the other lots including lot 1009837400. Test on internal samples the complaints laboratory tested: - 2 internal samples with the following targets 777 and 1479 pg/ml - on vidas estradiol ii lot 1009667250 (retain kit of customer¿s lot) . The results complied with the specifications and the results were not significantly different compared to this observed before the batch release. No evolution was observed over time of these samples activity. Internal control of the kit: the control c1 of the kit was tested 10 times on the retain kit vidas e2ii (B)(4). Coefficient of variation = 3.66% which is in accordance with specification of the tests ( < 6% ) the complaints laboratory did not reproduce the reproducibility issue on batch vidas e2ii 1009667250. Root cause analysis and conclusion the complaints laboratory did not reproduce the issue reported by the customer (result too high) when testing internal samples on vidas estradiol ii lot 1009667250. According to the data mentioned above, there is no reconsideration of vidas estradiol ii ref. 30431 lot 1009667250.